Manufacturer narrative:
Per the good faith effort (gfe) response received on march 26, 2026, the customer confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed the electrical safety test during preventive maintenance (pm). It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed the electrical safety test during preventive maintenance (pm); when completing the electrical safety test for the device, the gas output port was found to have difficulty hitting the ground, and there was high ground resistance on the gas output port. The proximal and gas outlet were not in specification (spec). The remote service engineer (rse) instructed the customer to push down the ground wire that comes from the proximal and gas outlet (just under the big capacitors). After getting a better contact, the customer was able to get the readings within specs. Further case information regarding whether the device passed the required performance verification tests per philips standard and was returned to service is still pending.